Event description:
A customer observed repeatable, false positive anti-hive (vitros ahiv 1 + 2 assay) results for multiple samples obtained from one patient tested on a vitros eci analyzer. The results did not agree with results from an alternate ahiv assay and western blot testing on the same samples. The false positive result was reported, and the patient was treated. There were no allegations of harm as a result of the treatment given.

Manufacturer narrative:
Investigation into this event showed that the false positive results were related to multiple samples from a single patient. Analysis of instrument datalogger files found no evidence to suggest the results in question were caused by an analyzer, or reagent malfunction. Testing with heterophile antibody blocking tubes ruled out heterophilic antibody interference. The investigation was unable to determine a definitive root cause, however, an unknown interferent (other than heterophilic antibodies) cannot be ruled out.